Event description:
It was reported that an alarm was triggered for an out of range impedance on the superior vena cava (svc) coil. The right ventricular lead is a single coil lead and does not have an svc coil. The device was reprogrammed to turn the alarm for the svc coil off. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the u.s., however, it is similar to a device marketed in the u.s. The event occurred outside the us and is being reported due to an alleged malfunction. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated there was an impedance issue on the svc (superior vena cava) defibrillation conductor. The analyst noted the superior vena cava (svc) coil measures greater than 200 ohms. The previous svc coil readings of none as the svc port is plugged.